Manufacturer narrative:
Results: inherent risk of procedure; occlusion. No conclusion can be drawn (the root cause of the reported event is undetermined based on information available). Conclusion: no conclusion can be drawn (the root cause of the reported event is undetermined based on information available). (B)(4).

Event description:
The patient had an endeavor sprint rapid exchange (rx) drug-eluting coronary stent implanted. However, it was reported that angiogram performed approximately 2 months post stent implant, confirmed that the endeavor sprint stent had re-stenosed by 50%. It was reported that the patient was on antiplatelet therapy when the event occurred. It was reported that the instent restenosis was not treated. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4)